Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was not able to confirm the customer reported failure mode. The electrical continuity test passed. Cable cord was connected to erbe generator without excessive force. Erbe generator recognized unit on multiple attempts. Energy activation test was then conducted on system. No faults or error messages appeared during in-house testing. Wet paper towel was held between grips and began to smoke when seal pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy were observed. Performed grip force test on grips as additional testing, and it measured 5.96 lbf in straight orientation, 6.01 lbf in yaw, and 5.9 lbf for pitch. All readings were above the minimum requirement of 4.25 lbf. Electrode gap inspection was tested as an additional functional check. Electrode gap test passed. In addition, verified gap between grips was .002", which is within range of .001" and .007". A review of the logs showed 1 blade exposed failure. The known common cause of this failure is due to mishandling/misuse. No conductor wire damage or snake wrist damage was found. There was no bio debris found at the instrument tip. Device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted gynecology procedure, it was alleged that the endowrist vessel sealer instrument stopped working at the second attempt when the surgeon was trying to seal. The surgeon used a back-up endowrist vessel sealer instrument to complete the procedure. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy procedure, the endowrist vessel sealer was unable to make a complete seal. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported. Intuitive surgical, inc. (Isi) contacted the site and spoke to the customer who provided the following additional information: it was reported that the endowrist vessel sealer instrument was working initially, but it was never able to do a complete seal. The customer cannot confirm if there were any error messages or if there was an audio tone when the endowrist vessel sealer did not seal. It was confirmed that they swapped out to a back-up endowrist vessel sealer instrument and completed the procedure with no further issues.